Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from the adc freestyle libre sensor compared to readings from a hospital meter. Customer reported that on (B)(6) 2018 he/she experienced symptoms described as fatigue, bad breath, and the onset of acidosis, and self-presented to a hospital. Customer reported receiving a sensor scan of 195 mg/dl compared to a reading of 405 mg/dl on the hospital meter. Hcp administered insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving low readings from the adc freestyle libre sensor compared to readings from a hospital meter. Customer reported that on (B)(6) 2018 he/she experienced symptoms described as fatigue, bad breath, and the onset of acidosis, and self-presented to a hospital. Customer reported receiving a sensor scan of 195 mg/dl compared to a reading of 405 mg/dl on the hospital meter. Hcp administered insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.